Event description:
It was reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements and a gradual increase in shock impedance measurements eventually resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed single coil leads tend to exhibit measurements on the higher side. Troubleshooting options were discussed. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.